Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the suction tubing was kinked. The suction manifold and tubing were replaced. The unit was returned to service.

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.